Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The door switches were checked and adjusted. The rotor switch was verified. Home was invalidated and motion control homes were re-validated. The gantry was rotated, doors were opened and closed, power was cycled, and the rotor and door homing were then re-checked. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was noted that during the site calibration of the imaging system, the pendant was stating that the system was still open even though the gantry was noted to be closed. There was no patient involved.